Manufacturer narrative:
(B)(4). Additional information has been requested, however a response has not been received to date: *please clarify; which part of the device that was broken during use (suture or needle)? *how was the broken needle retrieved from the patient? *was there any x-ray done to locate the broken needle tip? *was the procedure completed successfully? *was there any adverse consequence associated with the patient? *name of the procedure *what is the patient's current status? *device return status/follow up? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of a voluntary medwatch report mw5091567.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During use on wound closure, suture tip broke. There were no patient consequences reported.